Event description:
It was reported an asymptomatic patient presented in clinic for follow up when r-wave double counting was observed. Device was reprogrammed and patient condition was good.

Event description:
The new information provided indicated that device was electively replaced during a lead revision procedure due to oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.